Event description:
The customer reported an unknown volume of clear fluid was leaking in the coulter lh 750 hematology analyzer. The leak was not contained. The customer also reported a squealing noise coming from the retic chamber area. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from broken pinch valve (pv 53a) and cracked diff waste chamber. The fse replaced pv 53a with associated tubing and the diff waste chamber resolving the leak and squealing noise. (B)(4).